Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As per patient, he was revised due to loosening. Patient is currently seeking compensation.

Manufacturer narrative:
An event regarding loosening involving a gmrs stem was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned. Medical records received and evaluation: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there were no other similar events for the reported lot referenced. Conclusions: the medical review concluded that a review of the provided medical records and x-rays by a clinical consultant indicated: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. The exact cause of the event could not be determined based on the information provided. Further information such as device return, pre and post- operative x-rays, patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
As per patient, he was revised due to loosening.